Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the 50 ml bd plastipak¿ luer-slip syringe experienced stopper damage/deformation. The following information was provided by the initial reporter: black rubber plug is deformed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: (B)(6) 2020. Investigation summary one sample and two photos were provided to our quality team for investigation. Through visual inspection, the stopper is observed to be deformed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. The stopper is provided by an external supplier, incoming inspections are performed as specified. While we could not identify a direct issue, this failure is likely related to the material provided by the supplier, whom we have notified of this incident. Manufacturing personnel have also been made aware of this event. H3 other text : see h.10.

Event description:
It was reported that the 50 ml bd plastipak¿ luer-slip syringe experienced stopper damage/deformation. The following information was provided by the initial reporter: black rubber plug is deformed.